Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: alert date. Depuy still considers the investigation closed.

Manufacturer narrative:
**Update** 3/25/2013 - ppd received. Doi for the left hip has been updated. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed

Event description:
Litigation alleges that patient has experienced significant pain in the region of the left hip, accompanied by difficulty with bending and walking, and excessive levels of cobalt and chromium.